Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. System check was performed and no issues were identified. Customer changed the pump supplies to address the issue. Customer declined to provide information regarding alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.